Manufacturer narrative:
Investigation is ongoing. Hamilton medical ag complaint number: (B)(4).

Event description:
Hamilton medical ag received the following incident description: "one of our hamilton g5's had an issue over the weekend. I have been told the whole screen froze, unable to use any tabs, or see live waveforms and apparently unable to stop ventilation too. The ventilator continued to ventilate the patient and no harm occurred."

Manufacturer narrative:
Investigation is ongoing.

Event description:
Hamilton medical ag received the following incident description: "one of our hamilton g5's had an issue over the weekend. I have been told the whole screen froze, unable to use any tabs, or see live waveforms and apparently unable to stop ventilation too. The ventilator continued to ventilate the patient and no harm occurred.".